Manufacturer narrative:
(B)(4). Concomitant medical products: 00500104026, bipolar liner, lot # 62473490, 00801802605, femoral head, lot # 62568410. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00026, 00027, 00028.

Event description:
It was reported that the bipolar components were being assembled on the back table by the surgical technician during a hip hemiarthroplasty prior to the initial implantation. It was discovered that the femoral head would not snap into the bipolar liner, and would not freely spin. Further, when trying to insert the liner/head into the bipolar shell, it would not fit properly. The event had no patient involvement. No further information is available.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. As returned, the femoral head was assembled to the liner. The split ring had migrated from it¿s intended positon. Two witness marks are seen on the ring where it came into contact with the shell during attempted impaction. Dimensional analysis on the liner cannot be performed due to it¿s attempted impact. The femoral head dimensional analysis was performed and was conforming to specifications. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the bipolar components were being assembled on the back table by the surgical technician during a hip hemiarthroplasty prior to the initial implantation. It was discovered that the femoral head would not snap into the bipolar liner, and would not freely spin. Further, when trying to insert the liner/head into the bipolar shell, it would not fit properly. The event had no patient involvement. No further information is available.